Event description:
Sales consultant reported event occurred during a revision procedure for a thoracolumbar spine locking plate at l4. The patient was originally implanted with four screws and a plate on (B)(6) 2013. The patient returned to the doctor complaining of radicular pain on an unknown date. X-rays taken at that time indicated that one screw was out of position. Revision was needed because one screw was mal-positioned. During the revision surgery on (B)(6) 2013, the surgeon was planning to remove two of the four screws. The misaligned screw was removed without incident. Removal of the second screw was unsuccessful using the standard instrument. A removal set was then used during a second attempt to remove the second screw. During the second attempted removal the instrument handle broke or sheared due to excessive torque and the screw still could not be removed. The second screw, identified as a superior posterior screw, was then left in place. The surgeon reported there were no instrument or part fragments remaining in patient after the failed removal attempts and instrument breakage. Three screws and the plate remain implanted in patient. The surgeon reported the patients radicular pain has subsided with removal of the misaligned screw. The patient is reportedly recovering well. This report is for the removed, misaligned 5.5mm ti cancellous locking screw 24mm thrd length. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient ID/case (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received.